Event description:
Freestyle libre 2 had a sensor error as I was having a low glucose event. It notified me initially as my glucose feel below 70, but failed to continue working. Error message received when scanning the device was "sensor error" and to rescan after 10 minutes. The device never came back online and I had to change out for a new sensor. The sensor was 12 days into its duty cycle. In general, this is a problem that has been encountered with every device that has been used. Use of the device has been for over 6 months now. Additionally, the device looses contact with the reader (usually an iphone) daily and therefore high and low glucose alarms are lost. Rescans do not always correct for lose of connection.